Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, e1(event site phone and email), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and found the console cover to be damaged and confirmed the helium leak. The console was replaced and the fse states that the customer had dropped the unit on the back side and cracked the valve. The damages done to the check valve damaged the threads to the fill manifold. The fse replaced the fill manifold assembly and helium reservoir to get the customer back on their feet. Transferred the wheel and handle assembly to the new console cover. All functional and safety checks performed to meet factory specifications and passed.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) had helium leak.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.